Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/22/2010 by phone, fax, and mail. A completed questionnaire was received on 02/26/2010. (B) (4). (B) (4). (B) (4).

Event description:
A consumer, who is a pharmacist, reported experiencing itchy, burning eyes and poor intermediate vision following bilateral intraocular lens (iol) implant surgeries. He stated that he wears glasses for his intermediate vision. He reported taking medications, but nothing seemed to help. His surgeon told him his symptoms are due to seasonal allergies. In a follow-up questionnaire, it was reported that in the surgeon's opinion, the device did not cause/contribute to the event. There are two medical device reports associated with this event; this report is for the right eye.